Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Perform receiver functional tests and passed. Perform pairing tests was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.